Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation in a known risk with this device.

Event description:
During a pulmonary vein isolation procedure a pericardial effusion occurred requiring pericardiocentesis. The electrophysiologist was manipulating the catheter and not ablating when high contact force was noted on the roof towards the right superior veins. Following this, the patient experienced chest discomfort and shortness of breath. A cardiac echo showed that there was a pericardial effusion. A pericardiocentesis was performed, stabilizing the patient after 400mls were removed. The electrophysiologists presumed the perforation occurred at the time of high contact force on the roof. No ablation had been performed prior to the effusion being identified and there was no alleged issue with any abbott devices.